Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a4, b4, b5, b7, d1, d2, d4, g3, g4, g7, h1, h2, h10. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that a patient underwent a left shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for migration/loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g7, h1, h2, h10. This event was originally reported under the incorrect manufacturing site. The site has been corrected and is reported under medwatch: 0001825034-2021-03090. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.